Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to detach from the catheter in the esophagus. When the delivery device was removed from the patient, the capsule had not detached and fell off once removed. A repeat procedure was necessary due to the capsule not attaching and falling out of the catheter. There was no patient harm or user harm as a result of the alleged device malfunction.

Manufacturer narrative:
Evaluation summary one delivery system and one capsule were returned to medtronic for evaluation. The device was visually inspected for external damage. The capsule was not attached to the delivery system. The trocar needle was advanced. There were no signs of tissue or blood on the device. The delivery system was not bent and the plunger was not broken. The capsule electrodes were visually acceptable and the delivery system did not have any visible damage. Investigations concluded that the device functioned according to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.